Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history review was unable to be completed as the relevant lot number was not reported.

Event description:
On 4/6/2018, information was received that a surgeon had 2 patients who had a surgical ablation procedure where cobra fusion device was used. Post-procedure, both patients experienced stroke. The procedure, event dates, or other products that may have been used are unknown as is any relationship between the cobra fusion device and the reported adverse event. There were no reported device malfunctions.

Manufacturer narrative:
(B)(4). Additional information has become available that confirmed through expert medical opinion that these were confirmed as duplicate cases. This supplemental is to rescind the original medwatch reporting the 2 previous strokes.